Event description:
It was reported that the pt. Presented to surgery with pseudoarthrosis at l5-s1 post a previous l5-s1 fusion. Pt. Underwent a procedure for exploration of lumbar fusion; l5-s1 discectomy; l5-s1 fusion with posterior instrumentation, allograft and autograft; implant of internal bone growth stimulator. Previous hardware was removed and replaced. Interbody space was packed with autograft, allograft, and rhbmp-2/acs followed by placement of peek interbody cage. Two days post-op, MRI of the lumbar spine on showed ¿l5-s1 new lumbar hardware and a fluid collection and/or hematoma and/or postoperative debris causing some thecal sac compression.¿ ¿she is having some swelling and prominence with the fluid collection noted on the previous MRI. Most likely, this is normal postoperative fluid collection.¿ five days post-op MRI shows ¿there is still fluid at the laminectomy site extending into the right-hand aspect of the spinal canal. There is also additional enhancing and no enhancing tissue around the thecal sac. Marked compression of the thecal sac is unchanged. The neural foramina do not appear significantly compromised.¿ at 5 weeks post-op the patient presents to the clinic with increasing back pain and right leg pain that radiates to the knee, also in the right foot. MRI shows ¿interval reduction in the size of the fluid collection at l5-s1; postsurgical changes at l5-s1 are stable; persistent circumferential enhancement of the thecal sac at l5-s1; l4-l5 mild spondylosis.¿ at 2 months post-op CT shows ¿persistent abnormal soft tissue on the right l5-s1 with diminished s1 nerve root sheath filling". Pt underwent additional surgery for exploration of fusion; decompression of l5 and s1 nerve roots on the right; removal of bone stimulator. At 3 months post-op the pt. Presented to the ER with painful lumbar radiculitis and lumbosacral pain. MRI shows ¿irregular fluid collection posterior to the thecal sac in the surgical bed at l5- s1, extending into the right l5 lateral recess; enhancement in the right lateral recess and neural foramen at l5-s1 is consistent with granulation tissue or scar; very small central disc protrusion at l4-l5.¿ pt. Underwent procedure for epidural steroid injection. At 50 months post-op, MRI shows ¿grade 1 spondylolisthesis at l5-s1 with prior fusion. There is decreased enhancing scar tissue noted at the operative site when compared prior study. Also the previously seen postoperative fluid collection has now resolved. Previously seen right greater than left foraminal narrowing at l5-s1.¿ at 51 months post-op the pt. Presents with progressive back pain and lower extremity pain with significant tenderness along the area of the instrumentation. Pt. Underwent a procedure for exploration of lumbar fusion with subsequent removal of instrumentation. Operative findings were solid arthrodesis with several tiny residual wires within the fusion bed from prior bone growth stimulator, all of which was removed. At 61 months post-op the pt. Presents for new patient visit with complaints of lower back pain, right leg pain. Pt. Is diagnosed with post laminectomy syndrome, lumbar spondylosis, degenerative disc disease of lumbar spine, lumbosacral radiculitis, and chronic pain syndrome with opioid dependence.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.